Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. Inspection identified insulation damage on the conductor wire. A piece of insulation measuring approximately 0.021" x 0.023" was missing from the conductor wire and not returned with the instrument. This observation is most commonly caused by instrument mishandling and misuse, such as collision of the instrument with a sharp object or another instrument. The instrument was tested and passed electrical continuity. Additionally, thermal damage was identified on the bipolar yaw pulley. Various scratch marks approximately 0.038¿ to 0.160" with light material was removed on the main tube. The scratch marks are not aligned with the tube axis. Both these observation are most commonly caused by instrument mishandling and misuse. Site history review: as of 10-sept-2020, a review of the site's complaint history does not show any additional complaints related to this product and/or this event. No procedure video or image was submitted to isi for review, no additional technical analysis was conducted. System log investigation: a review of the instrument log for the fenestrated bipolar forceps instrument lot# n13200113 / sequence 0470 associated with this event has been performed. Per logs, the instrument was last used on the reported event date of (B)(6) 2020 on system (B)(4). The alleged event occurred on the 9th use of the instrument. The instrument has 1 remaining usable life with no subsequent use recorded. Based on the information provided at this time, this complaint is being classified as a reportable malfunction event due to the following conclusion: the fenestrated bipolar forceps instruments are multiple-use electrosurgical endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). It was reported that prior to starting central processing, the customer conducted an inspection and found that the insulation of the conductor wire of the fenestrated bipolar forceps instrument was frayed. There was no reported patient involvement. There was also no issue related to unintended energy discharge or arcing on the last recorded instrument usage ((B)(6) 2020 using system (B)(4)). Evaluation by failure analysis confirmed a compromised conductor wire insulation with a passed electrical continuity test. The customer reported complaint does not itself constitute an MDR reportable event; however, this complaint is being reported because damage to the conductor wire within the instrument could lead to unintended electrical discharge at a location other than intended. Furthermore, failure analysis identified compromised conductor wire insulation that is exposed to patient with a passed electrical continuity test. Although there was no arcing reported or seen through analysis, and there was no patient injury reported, if this failure were to recur, it could result in an adverse event.

Event description:
It was reported that during central processing, the customer identified a frayed conductor wire on the fenestrated bipolar forceps instrument. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: no issue related to unintended energy discharge or arcing, and no known non-conformance or instrument collision during the procedure on (B)(6) 2020 using system (B)(4).